Event description:
A customer in the united states contacted biomérieux to report a misidentification of acinetobacter lwoffii (cap survey specimen d09) as moraxella group in association with the vitek® 2 gram negative (gn) identification (ID) test kit (card). There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to any patient's state of health. There was no patient directly associated with the cap survey strain. Biomérieux requested strain submittal from the customer. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
A customer in the united states contacted biomérieux to report a misidentification of acinetobacter lwoffii (cap survey specimen d09) as moraxella group in association with the vitek® 2 gram negative (gn) identification (ID) test kit (card). The customer submitted their cap d-09 2018 survey strain for vitek 2 evaluation because they were unable to obtain the correct identification. An investigation was performed. The customer's cap d-09 strain and the internal biomerieux cap d-09 survey strain were subbed on tsab and tested in duplicate on one of the customer card lots of gn cards (the second gn lot implicated by the customer had expired), a random gn card lot, and the nh card lot implicated by the customer. Api 20 ne was also performed. 911690 (customer's d-09 strain): on all 4 gn cards tested, an identification of slashline: moraxella group was obtained. On the nh card, a low discrimination call of campylobacter coli/campylobacter fetus ssp fetus was obtained. When api 20 ne was performed, a good identification (91.7%) of a. Lwoffii was obtained. 911691 (internal d-09 strain): on all 4 gn cards tested, a low discrimination call of acinetobacter lwoffii / moraxella group was obtained. On the nh card, a low discrimination call of campylobacter coli/campylobacter fetus ssp fetus was obtained. When api 20 ne was performed, a good identification (91.7%) of a. Lwoffii was obtained. Since a. Lwoffii was part of the low discrimination call on gn cards, cards are performing as expected for this isolate. A comparison of reaction results for cards giving the misidentification of slashline: moraxella group against expected reactions for a. Lwoffii showed 1 atypical negative reaction (tyra) which led to the incorrect call. An increased number of atypical negative results can indicate a strain with decreased viability, user set up error or an atypical strain. The vitek 2 gn ID cards are performing as expected with the internal cap d-09 strain.